Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of two (2) minicaps ¿dropped out¿ from the cap. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were reviewed and the sponge (foam) was out of the cap from one minicap and the second opened unit contains the sponge, however the minicap was not present. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.